Event description:
During routine testing, it was discovered that the defibrillator would not power up. There was no pt involved. Tests on the unit revealed that a transistor (q6) on assembly 590263 was open. It was also found that the screw the secures transistor q12 to the heat sink of assembly 590315 had come loose. It was found at the bottom of the case. It is suspected that the screw had temporarily lodged in a location where it caused a short and caused q6 to open. The event is not occurring more frequently or with greater severity than is usual for the device.